Manufacturer narrative:
Product complaint # ==> (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No, just as the normal usage. Was the ampoule crushed repeatedly? No . Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? The shard were stuck on the device which was returned. Was medical or surgical intervention required? No . What is the status of the surgeon injury today? Recovered.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During use, the glass of the ampoule penetrated through the device and cut the operator's finger. There was no medical intervention required. The operator¿s finger has recovered. No adverse patient consequence reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 2/6/2018 additional evaluation summary: the actual sample was returned for analysis. During the evaluation process, the graphics and information on the tyvek are clear and legible. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. Sign of force is observed since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿